Event description:
It was reported that a stent dislodged inside a patient. Vascular access was obtained via the right radial artery. A percutaneous coronary intervention (pci) was performed on an 80% stenosed, 7mm x 5.00mm, de novo, eccentric shape, located in the unprotected ostium of the left main (lm) artery. A 3.50 x 15 emerge balloon was advanced to dilate the lesion, and intravascular ultrasound (ivus) was used to study the exact size of the vessel. A 5.00 x 8mm synergy megatron was advanced to target lesion, but upon inflation, the stent migrated into the aorta and then into the subclavian of the patient. The stent was snared and removed from the patient. A 4.00 x 12 synergy stent was deployed in the ostial left main. Following stent deployment, post dilatation was performed with a 4.50 x 15 nc emerge balloon. The procedure was completed. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.